Event description:
Patient receiving intra-aortic balloon pump (iabp) therapy and became aphasic. Patient went to CT and registered nurse noted a blood back event. The pump was placed on standby and balloon removed. CT demonstrated an air embolus stroke. Patient received intervention in attempt to minimize effects. Patient continued to have neuro deficits until death. Death related to cardiogenic shock.